Event description:
On or about (B)(6) 2002, the plaintiff was implanted with an ams sparc sling, "to treat pelvic organ prolapse and/or urinary incontinence." It was alleged by the plaintiff's attorney that the "plaintiff began experiencing infections, pain, pain with sexual intercourse known as dyspareunia, urinary problems, and vaginal scarring/shrinkage sometime after implant." It was also alleged that the "plaintiff has sustained and will continue to sustain severe and debilitating injuries, serious bodily injury, mental and physical pain and suffering."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.